Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer stated he was unconscious for several hours and woke up lying on the floor. The blood glucose reading was about 47 mg/dl, compared with his sensor glucose reading, which was reportedly off by 97 units. The customer stated that the cause of the low blood glucose event was unknown. He stated that he bashed his head on the floor and was tested while in the hospital. He had an x-ray taken before being discharged. He declined troubleshooting for the matter, advising that he was supposed to meet with a nurse for assistance with testing the device and supplies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-08764.